Event description:
Information received by medtronic indicated that the extension tubing detached from the stopcock while retracting the sheath at the end of a cryoablation procedure. There were no patient symptoms/injuries related to this event. Reportable based on complaint investigation completed (B)(4) 2013.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. Visual inspection showed the stopcock distal end luer was completely detached from the side port tube proximal end. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.